Event description:
It was reported that during a prostate procedure, two surgical fibers failed to reach their maximum joule limit; the first fiber was replaced at 16,000 joules of use and the second fiber was replaced at 18, 387 joules of use. The procedure was completed using a third fiber. The procedure outcome was reported as "no injury to the pt." This report is for the second fiber used.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be fractured and partially broken off; the remaining portion of the cap was found to be drilled through and exhibit char and detritus. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.